Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) with an implantable neurostimulator (ins). The reason for call was pt reported their device was no longer working, the controller won't connect to their ins, and they get the 'device not found' message. Pt stated it's been that way for a long time, and they decided to do something about because the ins is 'laying' in their body. Pt clarified they stopped using the device because that issue. Pt said the issue started 2 years ago. Agent had pt to reset the controller using the ac cord. Pt said the controller powered on, green led light illuminated on the ac cord adaptor and green light flashing on the controller after the battery pack was reinserted. Pt confirmed no visible damage on the controller and recharger. Agent had pt to clean the connection pins and start the ins charging session. When pt plugged in the recharger to the controller, the controller was not turning on but when pt plugged in the ac cord back to the controller, the screen showed memory problem. Agent reviewed information. Agent instructed pt to fully charge the controller. Pt will call back for further instructions to charge the ins. Additional information was received from the patient (pt) clarifying that the 'device' had not been working for about two years, and they meant the implant itself. Patient stated stimulation had turned on and off on its own and would also extremely increase and decrease the intensity on its own. Patient would get "zaps" all the time, or stimulation might only work intermittently. The issue had been perpetuating as well; difficulty charging their implantable neurostimulator (ins) or being able to find the right spot for the paddle to be positioned. After yesterday's call, patient confirmed they had been able to charge the ins, but it was going very slowly, and they were afraid to change their position against the paddle, or they may lose connection again. Patient was able to see the batteries screen during the call and the ins battery was still red/low. Patient stated it took them about 15 tried before they had been able to connect and charge the ins. Agent asked, patient denied any recent falls or trauma near the ins implant site. Agent reviewed with the patient to follow-up with their healthcare provider (hcp) and ask them to make an appointment for them with a manufacturer representative (rep) present to interrogate the ins and possibly attempt reprogramming. Agent provided and explained use of national answering service (nas) phone number for the patient and they said they'd call the hcp right away to try and schedule something. Agent emailed reps for visibility and closed case. [See 703450342 for issues mentioned regarding the patient's previous implant]